Event description:
It has been reported to philips that the allura xper fd20/10 & allura xper fd20/20 system indicated an hourglass mark and hung up. The system was in clinical use during the event. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was happened. A philips remote service engineer (rse) confirmed that the during image analysis, the hourglass mark is displaying and analysis can't be made. Review of the system log file showed that the qa module has generated a fatal internal error. There was a issue occurred due to the defective bat spot software the rse advised customer to do the warm restart. After warm restart, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed after warm restart, there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable.